Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen. The technician cleared the internal memory and replaced the touch screen to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 double head pump touch screen was unresponsive during in-service. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) received photographs confirming the reported issue. Evaluation of the pictures confirmed fluid ingress into the kapton-tail connection of the touch screen, which led to oxidation of the connection. This is a known issue and a corrective actions have been initiated.